Event description:
It was reported via clinical affairs that a (B)(6) enrolled male experienced mild to moderate perivalvular leak, one (1) month and twelve (12) days post implantation of the edwards aortic bioprosthetic valve. The original implant operative report findings of (B)(6) 2013 indicates, " the patient had dense pericardial adhesions and very friable aorta. Because of this, the patient need to have bovine pericardial augmentation of the sinotubular junction. Note that a 23-mm edwards magna valve was placed, but after placement when the heart started to eject it was found that the patient had moderate paravalvular leak. Therefore, the patient had this valve replaced with another 23 pericardial valve. As a consequence, the patient had also needed bovine pericardial augmentation of the aortic root. He then had coagulopathy which required multiple blood products. Because of the of multiple blood products and the bleeding from multiple adhesions, it was felt that the patient should have the chest left open and covered with an esmarch sterile dressing. The patient will be returning to the cardiac intensive care unit with this dressing in place. The echo at the end of the completion of this procedure showed a very mild paravalvular leak and good ventricular function." Transthoracic echocardiography performed on (B)(6) 2013 (43 days post implant) indicates, " a bioprosthetic stent-valve is present in the aortic position. There is mild to moderate paravalvular aortic regurgitation. The peak transaortic gradient is 14.0 mmhg. The mean transaortic gradient is 9.0 mrnhg." No information to suggest a device quality deficiency related to this event by the healthcare provider.

Manufacturer narrative:
There has been no information to suggest an intervention has taken place or been scheduled for this patient to treat the event. Therefore, the subject device has not yet been returned or evaluated. In this case, it was noted that the patient required replacement of the first valve intraoperatively due to a perivalvular leak, underwent pericardial augmentation of the aortic root, then placement of another valve(subject device). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Among the most common reasons for pvl are inadequate debridement of a calcified annulus or friable annular tissue, and not a result of device malfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event